Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer attempted to complete the load process, the load process restarted from the beginning after changing the cartridge. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was not performed. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.